Event description:
The customer obtained the blood glucose result of 475mg/dl on the accu-chek aviva system. She felt sweaty which is indicative of hypoglycemia for her. She retested and obtained the blood glucose result of 148mg/dl (same system). The blood glucose results were obtained within a ten-minute timeframe. The customer ate jellybeans and felt better within 20 mins. The customer's blood glucose increased after treatment. She ate crackers after the initial treatment and went to bed. No adverse event reported. New system sent to customer and return requested.